Event description:
It was reported that the day after implant, the electrogram strips showed a run with loss of atrial capture. Later that day, the strips were checked again, and appeared to be fine. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.